Manufacturer narrative:
As received condition: all parts were received in used condition but in full function. Parts were forwarded to sustaining engineering for pd evaluation and functional test. 462.636 / 8274114 spiral blade DHR review of complained spiral blade shows that this specific lot was released after complete final inspection with no findings in january 2013. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 04.001.000 / h102298 end cap: DHR review of complained end cap shows that this specific lot was released after complete final inspection with no findings in august 2016. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Concomitant devices are in used but faultless condition as well. No product fault could be detected. We are not able to identify the root cause for the reported problem. The complaint is rated as confirmed due to received x-ray pictures but invalid from product investigation results. The handling test demonstrated that the blade can be successfully secured by means of the end cap. Moreover, the blade locking could withstand manual pull-out and push-out forces. After the performance of the handling test, two pressure marks were observed with unaided eyes on the lateral section of the spiral blade. The harm and rate of occurrence of the source complaint are adequate addressed in the current risk management document. No product fault could be detected. We are not able to identify the root cause for the reported problem. The complaint is rated as confirmed due to received x-ray pictures but invalid from product investigation results. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional brand name: spiral blade f/uhn+phn l36 tan. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 28.jan.2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient underwent surgery on (B)(6) 2017 for a proximal humeral fracture. Patient fell on unknown date; x-rays taken on (B)(6) 2017 revealed the spiral blade had cut out. Patient was returned to surgery on (B)(6) 2017 for removal of the spiral blade. During this procedure it was noted the end cap had loosened, causing the spiral blade to cut out. This report is for one (1) spiral blade. This is report 1 of 5 for (B)(4).